Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no fluid in the reservoir. Visual examination of the sample showed no sign of physical abnormality or dent on the tubing. An accuracy flow test was performed and at the end of the flow test period, the intermate produced functional results within the specification range. Therefore, no cause could be identified, as no evidence of product malfunction was observed. No other observations were noted on the unit. If additional relevant information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4).a review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
It was reported that an intermate had underinfused during patient use. The reporter stated that the slide clamp dented the tubing, which caused the infusion to take twice as long as expected. There was patient involvement, however there was no report of adverse event in association with this event. No additional information is available.